Event description:
It was reported, extractor does not engage screw head. Synthese extractor worked perfectly. Non-stryker revision.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.